Event description:
As reported by the user facility (translation of user facility information by distributor in (B)(4)): solution not fully administrated the solution was not totally administrated (about 25% of the quantity of the solution to administer remained in the pump).

Manufacturer narrative:
(B)(4). We received one used and one-third-filled easypump ii lt 270-135-s without packaging (according to the customer filled with 5-fu). The received sample was visually inspected. Damages were not immediately detected at the sample. In 'as-received' condition, the white clamp was closed. The original wing cap was not handed over by the customer. The patient connector was closed with a blue combi stopper. We detected crystallized drug residues all over the sample, especially at the filter. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore, we detected several air bubbles in the area behind the filter. Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector and at the blue combi stopper. The sample was functionally tested, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). But the flow stopped after a few minutes and a leakage was detected at the filter. The solution runs out of the ventilation hole of the filter. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. No further measure can be taken as the production site (bmpth) of the complaint batch is no longer in service. Reviewed the device history record of bmpth in mya sap system and there were no defect encountered during in-process inspection and final control inspection. If additional pertinent information / statement becomes available, a follow up report will be submitted.